Event description:
During an elevate anterior implant procedure, it was reported that, due to "roughness" of the sheath, it "disturbed" implantation of the mesh by "catching" the tissue. It was also reported that the mesh was correctly implanted. The implant date is unk.

Manufacturer narrative:
The sheath and one large needle were returned to ams for eval. Analysis results confirmed that the sheath was torn and dented at both ends. The handle/needle functioned as intended. Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.